Event description:
Caller reported a malfunction on the pump, specifically displaying malfunction code malf 0, with issues turning off despite various attempted fixes. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.